Event description:
A patient reported, bite and mobility concerns. It was noted, that the patient has "open posterior bite present". The recommendation, by the customer support team, for the patient to stop using the upper and lower aligners for 14 days. Then, for the next 14 days to wear the best-fitting upper and lower aligners. The patient has been referred to their dentist, due to the bite complexity.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.